Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on (B)(6) 2026. The unit was returned due to a noise complaint, which was confirmed upon inspection. The issue was damaged compressor mounts, caused by a sustained compressor vibration. Additionally, the psa cycle (according to the data log) being high (13) is an indication the zeolite is getting contaminated by moisture. The top housing, uip and lower housing were replaced due to cosmetic damage.

Event description:
It was reported that the patient's unit started making loud motor noises following the device being dropped. As a result, the patient was struggling to breathe as the unit was not functional. A replacement unit was sent to the patient. The inogen team attempted to contact the patient for further information three times with no response.